Manufacturer narrative:
Corrected information provided. Upon further review of the initial report it was determined that the identified lens in the initial report is not approved for sale in the u.s.

Event description:
A consumer reported difficulty seeing to read in dim lighting following an intraocular lens (iol) implant procedure. The consumer describes this as "extremely annoying." The lens remains implanted. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).